Event description:
It was reported that multiple episodes were detected via a review of a remote transmission due to an event of competitive atrial pacing, which resulted in an induced arrhythmia. Programming changes were discussed. No changes were made at this time. The patient was in stable condition.